Event description:
It was reported when using the pyxis medstation es system, the device had failed hardware and unable to recover. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that reported issue was not duplicated. A field service engineer, verified that customer successfully retrieved the drawer. The device functioned as intended after the field service engineer troubleshot the device.